Event description:
The patient reportedly experienced overly loud stimulation, intermittencies, and poor performance in the past. Testing of the device in (B) (6) 2007 showed that the device was functioning. It was reported that the patient was experiencing loss of sound, followed by loss of lock. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. The patient's device was explanted and the patient was reimplanted with another advanced bionics cochlear implant.